Manufacturer narrative:
This lead has not yet been returned for analysis. This investigation will be updated should further information be provided or following return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Noise was noted on a stored electrogram (egm). There was a concern the lead had fractured. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25.5 centimeters (cm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements and noise were likely caused by the confirmed fracture.

Event description:
This lead was returned and analysis was completed.